Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, it was reported that, after tka surgery had been performed on an unknown date, the patient presented with right medial ligament laxity. Is adverse event was solved by revision surgery on (B)(6) 2021. Current health status of patient is unknown. This case reports, after a tka surgery was performed on an unspecified date, the patient had a revision due to right medical ligament laxity. The patient¿s current health status is unknown and additional clinically relevant information was provided as requested. Without the requested clinically relevant information, the clinical root cause of the reported right medical ligament laxity experienced by the patient, cannot be definitively concluded. The patient¿s current health status remains unknown. The patient impact was right medial ligament laxity and the revision. Further patient impact cannot be determined, and no further clinical medical assessment can be rendered at this time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history did not reveal similar events for the listed device. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. The instructions for use documents revealed this failure mode was previously identified. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors and/or some potential probable causes that could contribute to the reported event have been identified as abnormal motion over time, bone degeneration, fit/sizing issue, lack of ingrowth, lifetime of device, and/or traumatic injury. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, this case reports, after a tka surgery was performed on an unspecified date, the patient had a revision due to right medial ligament laxity. The patient¿s current health status is unknown and additional clinically relevant information was not provided as requested. Without the requested clinically relevant information, the clinical root cause of the reported right medial ligament laxity experienced by the patient, cannot be definitively concluded. The patient¿s current health status remains unknown. The patient impact beyond the right medial ligament laxity and the revision cannot be determined, and no further clinical medical assessment can be rendered at this time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history did not reveal similar events for the listed device. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. The instructions for use documents revealed this failure mode was previously identified. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors and/or some potential probable causes that could contribute to the reported event have been identified as abnormal motion over time, bone degeneration, fit/sizing issue, lack of ingrowth, lifetime of device, and/or traumatic injury. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. H10

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, after tka surgery had been performed on an unknown date, the patient presented with right medial ligament laxity. This adverse event was solved by revision surgery on (B)(6) 2021. Current health status of patient is unknown.